Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided..

Event description:
Customer reported that prior to use on a patient, smoke was observed from inside the intra-aortic balloon pump (iabp), and vents of fan and its surroundings were blackened with soot when the ac power was plugged in. No adverse event was reported.

Manufacturer narrative:
A company representative has advised that the iabp was repaired on september 12, 2017 and released to the customer for return to clinical service.

Event description:
Customer reported that prior to use on a patient, smoke was observed from inside the intra-aortic balloon pump (iabp), and vents of fan and its surroundings were blackened with soot when the ac power was plugged in. No adverse event was reported.

Manufacturer narrative:
A company representative evaluated the iabp and observed burnt components. Subsequently, the burnt component (power supply) was returned to our national repair center (nrc) for failure evaluation. Our nrc performed inspection of the power supply and observed burned components and circuit board inside the power supply. Unfortunately, the damage was too extensive for testing, failure analysis or repair. Per procedure, the power supply has been scrapped and retained at the nrc. Additional information on the status of the iabp will be provided in a supplemental report if made available to us.

Event description:
Customer reported that prior to use on a patient, smoke was observed from inside the intra-aortic balloon pump (iabp), and vents of fan and its surroundings were blackened with soot when the ac power was plugged in. No adverse event was reported.